Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-45 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that there was "invalid data" and graph/data could not be displayed. The device remains in use. No patient complications have been reported as a result of this event.